Manufacturer narrative:
Corrected fields: h8. Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) inspected, troubleshooting carried out; after changing the device with the same catheter everything is fine with his fiber optic catheter. Device runs without errors. All leak test fine. The error logs were evaluated by the ba, so he replaced the video gen board to display monitor kit (040-00-0456). Also, o-ring buna-n 1-008 n70, special seal, primary 9v battery alkaline parts are maintenance parts that were needed because the stk/maintenance was due, so fse replaced those.unit returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a sensor module error. Pump was replaced, which solved the problem. Patient stable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a sensor module error. Pump was replaced, which solved the problem.